Event description:
As a car t patient at (B)(6),I have a hickman line. I was curious why (B)(6) no longer uses green caps when other local hospitals still do. (B)(6) infection control shared with me that green caps- curos 3m solventum, have a long standing design flaw, so that contaminated fluid is sucked up by surface tension and capillary force between the closed green cap and the needless connector, which causes line infections i.e with pseudomonas. Constitution an sae. I took a closed green on a needleless valve connector and dropped back ink into the junction. The black ink immediately was sucked up by capillary forces and surface tension. I open the cap and the luer threat was stained with the black ink.